Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient suffered a complete atrioventricular block (chb) due to revision of the right ventricular (rv) lead which had pulled back. This resulted in the patient having no pulse. The lead was revised and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead pulled back post-operatively. Slack was added to the lead and it remains in use. No patient complications have been reported as a result of this event.